Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 24 mg/dl, 64 mg/dl, and 66 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.